Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 653 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, vertigo, nausea. Dehydration and vomiting. Once at the hospital upon removal of the pod the cannula was reported to be bent. The patient was transferred to the intensive care unit. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 2 nights.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.